Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) while a nurse was administering an IV to a patient, the connection between the three-way stopcock and the IV set was not secure; however, the patient was not harmed.